Event description:
The procedure was coil embolization for splenic artery aneurysm. The characteristic of the aneurysm was not provided. The access was obtained from femoral artery. The event happened during the procedure. It was noted that the physician could not detach the cashmere (crc140408-30/c10518, complaint product) although pressing the detachment button several times. The cashmere was decided to be removed from the patient but at the time of withdrawal, the coil unintentionally detached in the microcatheter. Both the coil and the microcatheter were safely retrieved as a unit and were replaced for a new one. Afterwards, the procedure was completed without any further issues. No patient injury was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues noted. Type of dcb and cable used with the product were not provided. It is unknown how many coils were successfully detached using the same cable before the complaint product. The complaint product is unavailable for evaluation. No additional information was available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot c10518 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days.

Manufacturer narrative:
The 4 mm x 8 cm cashmere 14 cerecyte microcoil (crc140408-30/c10518) could not be detached although the detachment button was pressed several times. Therefore, the decision was made to remove the device; however, the coil unintentionally detached in the microcatheter during withdrawal. Both the coil and microcatheter were safely retrieved as a unit and replaced for a new one. Afterwards, the procedure was completed without any further issues and there was no patient injury. The procedure was a coil embolization of a splenic artery aneurysm via femoral artery access with no information regarding vessel or aneurysm characteristics. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues noted. Type of dcb and cable used with the product were not provided. It is unknown how many coils were successfully detached using the same cable before the complaint product; however, there was no report that the cable or dcb were replaced. The advancement of the coil system to the target site was smooth. It was reported that it is not known how much maneuvering was done to achieve the desired coil position; however, it was reported that was no repositioning of the device within the aneurysm. The device is unavailable for evaluation. No additional information is available. Afterwards, the procedure was completed without any further issues. No patient injury was reported. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding the difficulty detaching the coil followed by unintended detachment during withdrawal. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.